Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations were unable to log in and displayed the pop-up message ¿a fatal error has occurred on the underlying data source. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were unable to login. A technical support specialist (tss) dialed into the affected stations, logged in as cfnadmin, and accessed file explorer to confirm the d: drive was full. The engineer opened structured query language (sql) server management studio (ssms), modified the dsclientoltp database properties, and executed a query to shrink the database log file. After reducing the d: drive usage, baretail was transferred to the stations to verify successful data upload. The same steps were repeated for all affected stations, and the application was confirmed to be running with users able to log in. The system functioned as intended after the technical support specialist troubleshot the issue.